Event description:
It was reported that during a photo-selective vaporization of the prostate, a fracture on the fiber body was observed by the user upon connecting the fiber to the laser console. The fiber was replaced, and the procedure completed without patient complications.

Event description:
It was reported that during a photo-selective vaporization of the prostate, a fracture on the fiber body was observed by the user upon connecting the fiber to the laser console. The fiber was replaced, and the procedure completed without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Functional analysis identified a break between the input connector and the control knob; therefore, the reported event is confirmed. The fiber did not exhibit signs of devitrification on the glass cap or tissue adhesion on the metal cap which are indicative that the fiber was not used. A review of the device history record confirmed that the fiber met specification prior to release. According to the device instructions for use, do not bend the fiber at sharp angles and do not excessively manipulate or bend the fiber. Based on the information available and analysis results it is likely that the break may have occurred due to handling of the fiber during set up. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photo-selective vaporization of the prostate, a fracture on the fiber body was observed by the user upon connecting the fiber to the laser console. The fiber was replaced, and the procedure completed without patient complications.

Manufacturer narrative:
The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. The device was not returned for physical analysis; therefore, the cause that could have contributed to the fiber body break cannot be established. The customer provided a photo image of the reported body break; therefore, the event is confirmed.